Manufacturer narrative:
(B)(4). On an unknown date, the patient experienced peritonitis. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with continuous ambulatory peritoneal dialysis (capd) therapy. On an unreported date, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was not reported. On an unreported date, the patient began treatment with hemodialysis for the peritonitis event. On an unknown date, dianeal therapy was discontinued. It was unknown if the patient was recovering or was recovered from the peritonitis event. No additional information is available.